Event description:
It was reported that the screw fractured and half of it remained inside the implant. Implant was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided . UDI not available.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided . UDI not available.

Event description:
It was reported that the screw fractured and half of it remained inside the implant. Implant was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI not available, lot number unknown. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. *h4: device manufacture date not available, lot number unknown. H6: evaluation codes. H10: additional narrative. A screw was returned for investigation. Visual inspection of the as returned product identified use. Fracture at the head of screw. An implant was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions noted on the per. The reported devices location and length of usage is unknown. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for zimmer dental implant systems (4894 rev 6 - 08/19) information identified: 'precautions' 'breakage' 'warning'. Review of appropriate documentation: documents reviewed: instructions for use for screw-vent® implants (9665 rev 0-09/14) information identified: contraindications, warnings, precautions, breakage. DHR review: DHR review could not be performed, as the lot number associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review by item number was conducted for the (urs2) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/ CAPA/hhe/d/ie/product holds for the reported device related to the reported event.review completed utilizing keywords: fracture : implant and fracture : screw. Post market trend review: june post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, the reported event was confirmed for the screw.